Event description:
It was reported that the system lost its motorized movement. The system would be effectively unusable. There is no report of injury ore death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The joystick and the position sensor were replaced during the service call. The system was tested and found to be working as intended and put back into service.